Manufacturer narrative:
Additional information: the lens was explanted on (B)(6) 2015 and exchanged with vicmo13.2 on (B)(6) 2015 and the problem was resolved. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the presence of foreign material (hair) on the lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(6) but is not marketed in the u.s. Diopter: -11.50. Device evaluated by manufacturer: no lens remains implanted. (B)(4). No conclusion can be drawn): based on the complaint history, a specific root cause of the event could not be determined. Claim # (B)(4). Lens remains implanted.

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer -11.5 diopter lens in the patient's right eye (od) on (B)(6) 2010. Low vault with refractive surprise was observed five years after icl implantation. Surgery is pending to explant and exchange icl. See MFR. #2023826-2015-01359 for left eye(os).